Event description:
This record reports a request for a life solutions quote. No other information has been provided, other than references to possible boot failure. Due to the lack of information, we are conservatively reporting this event. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. Field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. To resolve the reported issue, the customer reloaded the software and restored the backups. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.